Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that a ¿software problem¿ message was seen on the controller. The patient indicated the message occurred when they used the controller to attempt to turn stimulation on. The rep said this has happened 3 times. The rep reported the patient sees the screen and it shuts down for a while, so they can¿t use their stimulation. Then, they try to use it a couple days later and it turns back on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. Patient stated controller was not charging and there was no power on the controller, the controller has showed software problem. Rep had patient reset the controller by removing the battery and re-inserted the battery, now the controller would not charge at all. Patient stated she reset controller 50 times and patient had a lot of problems with the controller. A replacement controller would be sent to patient. No further complications were reported.